Event description:
It was reported that a user experienced repeated dexcom g7 signal losses while using the ilet system, with plans to replace the g7 sensor and a recommendation provided to contact dexcom regarding intermittent signal readings. Symptoms included no adverse clinical effects, and blood glucose was reported within target range. Outcomes included user education and troubleshooting regarding potential causes of intermittent cgm signal loss. Investigation included a review of probable external factors that can disrupt cgm-to-controller communication and provision of guidance to engage the cgm manufacturer for sensor performance assessment. Investigation of this case revealed no evidence of ilet malfunction, and the issue was consistent with cgm communication variability. It was concluded, based on previously established findings for similar reports, that the cause was likely external communication interference or cgm-related factors rather than an ilet device failure.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.